Event description:
It was reported by service the bed extenders allegedly had broken connectors which would affect the functionality of the foot board controls and the bed exit system. No pt involvement or adverse consequences are reported.